Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2013-00160. During a novasure endometrial ablation on (B)(6) 2013, the cavity integrity assessment (cia) tests were unsuccessful. The physician then performed a hysteroscopy and "noted the funds to be perforated." The procedure was aborted and no intervention was required. On (B)(6) 2013, the physician reported the "patient was fine." A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Add'l info: lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is unknown. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).